Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a highest blood glucose of 396 mg/dl after a recent infusion set change; checks confirmed no visible leaks, no active alerts, insulin present in the pump, and concordant fingerstick and device readings, and glucose began trending downward during the call. Symptoms included elevated blood glucose without reported ketosis, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no assistance required, no hospitalization, and subsequent improvement of glucose to 210 mg/dl confirmed by fingerstick. Troubleshooting and education were completed with verification of site integrity, tubing, connector, alert status, insulin availability, timing of last meal, and serial fingerstick confirmation. Investigation included complaint assessment and user-guided device and infusion set checks. Investigation of this case revealed no device malfunction or component failure based on available information and successful stabilization of glucose, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.